Event description:
It was reported that the atrial lead had high impedance measurements, was oversensing and had inconsistent threshold measurements. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.